Event description:
A peritoneal dialysis (pd) nurse at an inpatient facility reported that fluid was leaking from the second stay safe connection on the liberty dialysis cassette tubing. There was no reported pt ill effects.

Manufacturer narrative:
A clinical evaluation was performed. There was no impact to the pt regarding the reported event. The sample was discarded and not returned to the MFR for physical eval. A review of the lot was screened for a sample companion to be investigated. There was no product available to be analyzed. A batch record review was conduced for eval and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.